Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump history was also reviewed. Based on the battery voltages listed in the pump history it appears that new batteries were not being used. The history also shows that the pump experienced a power drop below the voltage level that would trigger a low battery alarm. This caused the pump to shut down without alarming.

Event description:
The initial reporter stated that the pump stopped during on infusion and did not alarm. Mmdg did follow up with the initial reporter and they stated that the patient did have a back up pump and so they did not experience any delay in therapy. Complaint (B)(4).